Event description:
Su x, song z, tu t, et al. Isolated sinus dural arteriovenous fistulas: a single-center experience in 44 patients. Acta neurochirurgica. 2024;166(1). Doi:https://doi.org/10.1007/s00701-024-06000-6 literature was reviewed regarding "isolated sinus dural arteriovenous fistulas: a single-center experience in 44 patients." This study aimed to further detail the treatment outcomes of isolated sinus davfs in a sizable cohort from a single center. The time frame of this study was 2002 to 2022. The cohort consisted of 31 males and 13 females, with an average age of 52.0 years (range, 16¿83). Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: marathon microcatheters echelon-10 microcatheters onyx no deaths were mentioned in the study population. Among patient adverse events included: -venous pedicle perforation during an ipsilateral transvenous approach through the internal jugular vein to the sigmoid sinus. Timely coil embolization averted hemorrhage. -exacerbation of symptoms in four patients (9.5%, 4/42) post-complete embolization, although no fistula recurrence was noted. -retreatment due to fistula recurrence in two cases (9.5%, 2/21) on follow-up dsa, occurring 8 and 11 months after complete occlusion. Both were treated successfully with further embolization methods. -three patients were not completely embolized but remained stable during follow-up periods of 21, 15, and 8 years post-treatment. -one patient¿s modified rankin scale (mrs) score was 4, four years post-treatment (pre-treatment mrs = 3). -immediate complete occlusion was achieved in 29 out of 37 cases (78.4%, 29/37). Four patients underwent a second tae, resulting in complete fistula occlusion. Two patients underwent a second and third tae, also achieving complete occlusion. One patient, unsuccessfully treated with trans-arterial onyx embolization via the oa, subsequently underwent successful surgery. -in five procedures using onyx via the mma, direct complete closure of the fistula was not achieved. The pct involving balloon-assisted or coil assistance was employed in four procedures, resulting in complete occlusion of the fistulas. -tae via oa was conducted in 11 procedures, with complete occlusion attained in eight procedures. The pct was utilized in five procedures via the oa, resulting in complete occlusion of the fistulas. Attempts at embolization via the posterior meningeal artery in two procedures were unsuccessful. -overall, immediate complete occlusion was achieved in 93.2% (41/44) of cases. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-marathon (unknown); g2: citation: authors: x su, z song, t tu, m ye, h zhang, y ma, p zhang. Isolated sinus dural arteriovenous fstulas: a single-center experience in 44 patients. Acta neurochirurgica 1 2024. Doi.org/10.1007/s00701-024-06000-6 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.